Manufacturer narrative:
Initial.

Event description:
It was reported that the user ran out of continuous glucose monitor (cgm) sensors and the ilet operated in bg run mode, during which fingerstick readings of 340 mg/dl and later 366 mg/dl were obtained and entered so the pump could continue dosing; education was provided to check and input bg hourly until new sensors are obtained. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for additional bg checks and manual input to maintain automated dosing. Customer care provided troubleshooting and education session confirming continued dosing in bg run and advising frequent bg entry until sensor replacement. Investigation of this case revealed no device malfunction and that elevated glucose occurred while operating without an active sensor, consistent with expected behavior in bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was use without a cgm sensor leading to hyperglycemia managed through hourly bg entry until sensor replacement.